Event description:
Per the audiologist, the patient reported hearing ¿background noise¿ with the cochlear implant device. The results of an integrity test done 2008 showed multiple electrode anomalies. Reprogramming did not alleviate the issue. The patient was explanted the following year, and the patient was implanted with a new device during the same surgery.